Event description:
It was reported that at home, the patient experienced chest pain. Review of the device indicated that the right ventricular (rv) lead pace impedance dropped from about 600 to 280 ohms. The lead also exhibited an increase in threshold and effusion was noted on the echocardiogram. This rv lead was suspected to have perforated the heart wall. The rv lead was then removed and replaced. No additional adverse patient effects were reported. This product has been returned and a device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that at home, the patient experienced chest pain. Review of the device indicated that the right ventricular (rv) lead pace impedance dropped from about 600 to 280 ohms. The lead also exhibited an increase in threshold and effusion was noted on the echocardiogram. This rv lead was suspected to have perforated the heart wall. The rv lead was then removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.